Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review device history record review and testing of an inhouse retained kit and the return sample with the complaint lot number. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any issues associated with lot 21298be01 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is acceptable. Results obtained by the customer were reproduced by inhouse testing of the return sample, confirmation testing performed negative as well. Based on the investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot(s) was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect syphilis tp results for one male patient. The initial result on architect (serial (B)(4)) was (B)(6), retested on another architect analyzer (serial (B)(4)) (B)(6); the test result using tppa method was (B)(6). No impact to patient management was reported.